Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the wash concentrate was leaking from wash concentrate canister. Customer stated that they saw that the canister lid is cracked. The issue is associated with the unicel dxc 600 pro synchron clinical system. No erroneous patient results were generated and qc was within specific range. Customer stated no one was hurt or required medical assistance.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found worn threads for the float switch, and replaced the wash concentrate reservoir. Hardware is the root cause for this event. (B)(4).